Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at an unknown concentration and dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. It was reported that the patient was concerned about having the pump replaced when there had been recalls. The patient asked if there had been improvements in the pump and about the field actions stating the pump was delivering too fast or too slow. It was reviewed that there had been improvements and corrections made and that there was a field action regarding overinfusion. The patient stated it happened to her in 2010. It was considered a sudden change in therapy/symptoms. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.